Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg had now reached end of life. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
It was reported that the patient's ipg was approaching end of life. It is unknown if the device had prematurely depleted. Further troubleshooting is pending.

Manufacturer narrative:
Date of event is estimated.